Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the interrogation of the cardiac resynchronization therapy defibrillator (crt-d) an alert tone sounded and the printed interrogation noted a device electrical power on reset (por). The device was determined to be functioning normally after the reset and remains in use. No patient complications have been reported as a result of this event.